Event description:
It was reported that cartridge alarm 20 occurred and was not associated with any previous similar alarms for this pump. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to load new cartridge using proper technique, successfully resumed insulin therapy, and no additional outcome information was received.